Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 45-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed, as the prosthesis appeared to have lost volume. Sloshing, or residual air within the breast implants, was also reported. Upon receipt by mentor the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination, the device has leakage at the valve. No other anomalies were discovered. The complaint was not confirmed. At this point it is not possible to determine the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation (B)(6) 2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 350cc saline prosthesis, catalog #3501655, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed, as the prosthesis appeared to have lost volume. Sloshing, or residual air within the breast implants, was also reported. As a result, an explant was planned for (B)(6) 2018.